Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure. The procedure was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was not starting. A review of the system logfiles found a malfunction with ippc (image processing computer). During troubleshooting, the fse determined that the ippc was defective. The fse proceeded to replace the ippc, image disk, os disk, and dvi extension, reloaded the operating system and application software onto the new ippc, recreated the image store, and performed a ghost backup. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the ippc was not booting up. The device was inside of clinical use at the time of reported event. The patient was moved to another room to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.